Manufacturer narrative:
11-jan-2018 product investigation results: reporter returned toothbrush head on 11-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Head fell off in mouth- oral-b precision clean [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A parent reported via social media on (B)(6) 2017 that while her son of unspecified age was brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean fell off in his mouth. She reported he did not swallow it. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head fell off in mouth- oral-b precision clean [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via social media on (B)(6) 2017 that while her son of unspecified age was brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean fell off in his mouth. She reported he did not swallow it. No symptoms were reported. Relevant history: none reported. No further information was provided.